Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However an olympus field service engineer visited the user facility and inspected the device and found it to be operating appropriately. The high-level disinfectant was replaced, and user facility personnel were retrained on the use of the device. An olympus endoscopy support specialist will be following up with the user facility to provide additional refresher training as required. The device instruction manual provided clear info advising users that the high-level disinfectant must be tested prior to each use, and replaced when it is no longer effective. This occurrence appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that they had not changed the high-level disinfectant in the oer-pro for over five months, during which time endoscopes were reprocessed in the device. The user facility was also not testing the high level disinfectant for effectiveness during each use. There were no reports of any pt infections.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2012-00007 to provide additional information based on the manufacturer's evaluation of the returned device. The evaluation found that the teflon body with minor dark charred stain in the center and slightly melted at the distal end section. In addition, the probe tip was broken 12mm from the distal end. There was evidence of fracture at both ends of the detached probe tip. The device was tested using an esg-400/usg-400 and error code "u509" (probe damage) was displayed. The phenomenon was due to user error.